Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient's device stopped working like it used to in june after they had a 360 surgery where they cut their stomach and back and put cages around their spine from f1 to i5. They had a major fall before the surgery which was why they were performing the surgery. They had fallen this year but the last major fall was last year. The patient had tried to adjust stimulation to get relief but it was not working; they reported the device being on. They were redirected to their healthcare provider.